Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. The device was explanted and replaced without incident. The device was discarded by the account and will not be returned for evaluation. This device is included in the s-ICD premature depletion physician communication.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was prematurely depleting. Device replacement was recommended. At this time the s-ICD remains in service and there have been no adverse patient effects reported.